Event description:
The patch was placed on the low back. The grounding pad did not overlap any other patches. It is unknown if there were any wrinkles or edges that were lifted on the patch. The burn was categorized as third degree. Bandages were administered to treat the burn. Currently, the burn is healed however it will scar. There were no performance issues with any abbott device.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2019-00560. A few weeks post procedure, reddening of the skin was noted in the region where the rf patch was positioned on the back of the patient. During procedure the radiofrequency was applied up to 40w maximum. The patient was stable.